Event description:
Left hemicolectomy procedure. Ralc45 dlu was used to close the common opening of a segmental left hemicolectomy. The device was positioned and closed into blue firing range. The surgeon fired the device successfully. Upon removing the device, he notice that there was an approximate 1" hole in the staple line and a leak developed. The hole was sutured closed. However, the patient required a diversion, thus necessitating prolonged or time.